Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a k wire broke during a surgical procedure. There was no injury to the pt. The incident did not significantly extend surgery time. Integra has requested add'l clinical info.